Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis laser console. According to the complainant, during introduction and outside the patient, the tip of the laser fiber detached upon insertion into the semi rigid ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used in a ureteroscopy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was lumenis laser console. According to the complainant, during introduction and outside the patient, the tip of the laser fiber detached upon insertion into the semi rigid ureteroscope. Reportedly, no fiber fragments fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 0.5 mm. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip detached. The condition of the returned device confirms the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage.  A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.